Manufacturer narrative:
The customer contacted a philips remote service engineer (rse) to provide additional assistance. The rse suggested that the main board or power supply required replacement. The rse informed the customer that the device was at end of service life and suggested replacing it. The customer did not follow up with the rse. No repair service was performed by philips personnel. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
Report date: 10jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device would not turn on. The device was not in clinical use at the time of the event. There was no report of patient or user harm.